Event description:
Infant needed a PICC placed. The introducer initially appeared normal and venipuncture was attempted, but in trying to position accurately, the vein bruised from the insertion site to about 3 cm up the arm. When introducer removed, the metal stylet was noted to have separated from the plastic housing. The metal part of the stylet appeared to be recovered in one piece.